Event description:
It was reported that the device had a unit kept alarming. No patient injury reported.

Manufacturer narrative:
Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals were removed and the top case in excellent condition. Crack on the left corner of the bottom case and right plunger case. No visible contamination. The history log showed motor not running found in event history log. The device was tested using the occlusion test. Testing found motor not running error duplicated using same infusion rate as customer (0.6 ml / hr). Using 35 ml syringe. The combination of motor assembly including motor. The root cause was attributed to normal wear. During the repair top case, right/ left plunger case, worm coupling and worm gear was replaced. The tech replaced motor assembly including motor, lead screw and clutch halves. Performed power up process/occlusion and device passed all the functional test.